Manufacturer narrative:
An event for patient effects of renal failure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported renal failure could not be conclusively determined. The reported unexpected medical interventions was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4).) It was reported that on (B)(6) 2024, 25mm epic max valve was successfully implanted in a patient. There was no difficulty experienced implanting the 25mm epic max valve. On (B)(6) 2024, the patient was found to have post-operative renal insufficiency confirmed via lab testing. The decision was made to administer intravenous diuretics and acetylcysteine. There was no initial or prolonged hospitalization due to this event. There is no allegation of malfunction against the abbott device or procedure. The direct cause of the patient's renal insufficiency is unknown. The patient was in stable condition at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.